Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the drainage detaches easily from the system .additional information received on the (B)(6) 2017 confirmed that there was leakage of fluid, but there was no direct contact of fluids with the staff

Manufacturer narrative:
UDI: (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record identified no deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint is non-verifiable. There were 0 closed complaints that used the same risk management file as part of their respective risk assessment. The scope of this search includes all part numbers contained within the same risk management file. The root cause cannot be specifically determined with the provided information.